Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis was down and station was in offline mode. A field service engineer (fse) identified that a faulty drawer auxiliary 5 had bad drawer controller which caused the station to shut down. The fse replaced the defective controller, ran diagnostics which passed successfully, and confirmed that the customer was able to inventory medications in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station went offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.